Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the indicated phenomenon was not reproduced. Since the leak test failed due to cable puncture, it was determined that internal flooding temporarily caused communication failure, resulting in a temporary on-screen error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the hd camera head had an error on the screen which stated "call olympus". There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted poor color image was seen due to a faulty charge coupled device. It was also noted that there was a puncture on the cable and the seal on the connector was damaged. The device failed the leak test and the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.